Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-0542011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06629. It was reported the pt complained the device feels like it is burning her skin. It is undetermined whether or not the pt's charging system is related to the burning sensation; therefore, the charging system is being reported as device 2. No additional info is available at this time. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.